Event description:
It was reported that the customer's sensors were having a difficult time remaining calibrated. She also stated that there was blood at the site of insertion. The sensor was returned for analysis. The sensor was returned for analysis. No additional information was reported.

Manufacturer narrative:
Findings: reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specifications duet to low readings. Also found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened/used. Unable to confirm customer complaint due to customer returning sensor with no needle. Unable to perform or reproduce skin irritation in lab. (B)(4).